Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed the manual prime test per (B)(4) using a new lab reservoir along with a 5xx pump. The infusion set failed per inspection and it was found that there was an occluded tubing/p-cap needle. (B)(4).

Event description:
The customer reported via phone call that she was trying to prime and had a no delivery alarm on the insulin pump. Customer's blood glucose was 127 mg/dl. Customer stated that she had a back-up plan. Customer has treated with the pump. Customer stated that the alarm occurred during manual prime. Customer stated that the no delivery alarm is not recurring. Customer cleared the alarm and stated that he alarm was still active at the time of the call. Customer stated that the insulin did not exit. Customer was advised to assemble a new infusion set with the current reservoir. Customer stated that the insulin did exit the tubing. Customer was advised to return the infusion set.